Event description:
Customer reported the unit was set continually to 39.1 c without a reduction in heat. There was no reported pt injury. Ohmeda medical's investigation into the reported occurrence is still ongoing.